Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Based on the evaluation of new information related to the complaint received on 01/10/2017, the event was determined to be reportable. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date and open vial date are undisclosed. Customer is concerned because he is insulin dependent and takes his medications according to his readings from meter. Meter and strips are new.